Manufacturer narrative:
Pt info is considered confidential, and will not be released.

Event description:
Customer reported dash 4000 monitor caught on fire. There was no reported patient injury. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.